Event description:
It was reported that on (B)(6) 2019 it was confirmed through a routine hospital visit that the patient had an infection present in the device pocket in which the device was exposed. This device was explanted on (B)(6) 2019 and is no longer in service. This device is not expected for return or analysis. No further adverse effects were reported.